Event description:
It was reported that patients spinal cord stimulator lead had migrated and patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) replacement procedure wherein during the procedure only the click anchor was replaced. The patient was doing well post operatively and the explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 35410496. UDI: (B)(4).